Event description:
(B)(6) picked up a refill of 6 freestyle libre senors, a 84-day supply on (B)(6) 2023. (B)(6) has been filling rxs for freestyle libre 2 sensors regularly since (B)(6) 2022 without missing a refill date, so they have plenty of experience using the product. Today, (B)(6) 2023 she reported to the pharmacy, safeway pharmacy #1847 that she tried using 3 sensors, from two different lots, which were defective. She said an unusual pin was sticking out of the back of the sensor and grabbing onto her sweater. She believes that pin is used to insert the sensor fiber into the skin that reads the blood glucose levels, however neither of the three sensors she tried were reading her blood glucose. At first, she thought it was a technical error between the reader and the sensor software when she wasn't getting reading, until she realized sensor was grabbing onto her sweater and further inspection showed that a small part of a needle/pin was exposed. She received 6 sensors and said she had the same issue with 2 sensors from lot ktp007000 and 1 sensor from lot ktp007114. Reference reports: mw5146497, mw5146498.